Event description:
It was reported that bd saf-t-intima¿ safety system with removable prn 22 ga 0.75 in leaked and was damaged. The following information was provided by the initial reporter: "at 10:00 a.m. On (B)(6) 2021, the patient underwent venipuncture with a closed autoretractive indwering needle as instructed by the doctor. When the needle was withdrawn, fluid was found at the side of the front end of the hose, so the patient was replaced with a new trocar. The puncture was successful, and the situation was reported to the head nurse."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ safety system with removable prn 22 ga 0.75 in leaked and was damaged. The following information was provided by the initial reporter: "at 10:00 a.m. On (B)(6) 2021, the patient underwent venipuncture with a closed autoretractive indwering needle as instructed by the doctor. When the needle was withdrawn, fluid was found at the side of the front end of the hose, so the patient was replaced with a new trocar. The puncture was successful, and the situation was reported to the head nurse."